Event description:
It was reported that nine (9) large volume multirate infusors were leaking from the rate module. The leak was discovered while priming the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) actual device was received for evaluation. The other eight (8) samples were not received and therefore, could not be evaluated. Visual inspection was performed which observed fluid inside a bag that contained the sample which suggested leak may have occurred. A functional leak testing was performed by filling the bladder. After fill, leak was observed coming at the flow rate dialer of the multirate control module. The reported condition was verified. The cause of the condition was due to exposure to high temperature during product transit. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.